Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient had an impella cp implant and during the implant, the guidewire kinked. The wire was removed and boston science v-18 control wire was used successfully. The pump was implanted successfully. The patient survived the event.

Manufacturer narrative:
The investigation for the product damage has been completed. The product was not returned for investigation. Data log review was not required for this case run. According to the clinical details, the abiomed guidewire was kinked during the removal of the dilator. No image was provided for the guidewire damage. The cause of the guidewire damage issue was not determined since product was not returned and sufficient clinical information was not provided.